Manufacturer narrative:
(B)(4).investigation summary: one photo was provided for quality investigation. The customer complaint of tubing defective / damaged was verified by visual inspection of the photo provided. The photo provided indicates that the spike on the drip chamber broke in half, perpendicular to the longitudinal axis of the spike. A device history record review for model ms3500-15 lot number 20113128 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr spike broke in the bag while spiking the tubing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "secondary tubing spike broke in bag during administration. Never reached pt, broke during spiking."